Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When using the heart string, the release button was so tight that they couldn't deploy the seal well. The new product was opened on the spot and the surgery was completed successfully.

Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jan-2019 to dec-2020 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/213/67) the device was returned to the factory with the cutter on 03feb2021 for evaluation and investigated on 29jul2021. A visual inspection was conducted. Signs of clinical use and blood was observed on the delivery device, and seal. Blood was present in the delivery device, indicating an attempt into the aorta. The blue slide lock was dis-engaged and the plunger was completely depressed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was taken out from the delivery device for inspection. The seal doesn't appear to have any cracks/delamination. The tether remained uncut and attached to the seal and tension spring. Measurements were unable to be taken; the inner delivery tube contained a heavy amount of dried blood/tissue. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii seal (4.5mm). When using the heart string, the release button was so tight that they couldn't deploy the seal well. The new product was opened on the spot and the surgery was completed successfully.